Event description:
Complainant alleged that while performing a routine shift check of the device. The female nurse received an unintended delivery of energy when discharging the device. The nurse was holding a pill in her hand while she pressed the discharge buttons on the device's paddles. She then received the unintended delivery of energy. There was no patient involvement. There were no reported adverse effects on the nurse who received the unintended delivery of energy. This hospital reported a similar occurrence on the same day with same nurse as reported on medwatch #1220908-1997-00146. The d900's operator's guide contains detailed instructins for performing daily tests on the unit. Please reference page 35 from the guide.